Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4); hamilton medical ag conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received a report stating that a patient¿s oxygen levels became very low before hospital staff noticed it. It is not known whether the ventilator alarms were activated or whether the hospital monitoring system had an issue. The information was provided during a phone call with the biomedical department. The device has not yet been evaluated and will be sent to technical support. The biomedical department could not provide additional details about the event or what actions were taken. Additional device was required and harm was reported. The investigation to verify the allegation is still in progress.